Manufacturer narrative:
(B)(4). The device sample was discarded by the user facility.

Event description:
The customer alleges that the doctor was unable to flush or withdraw blood from the white lumen once it was inserted into the patient. Another PICC was inserted without issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the blockage in the PICC catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the doctor was unable to flush or withdraw blood from the white lumen once it was inserted into the patient. Another PICC was inserted without issue.